Event description:
It was reported the insulin pump had alarmed no delivery twice. Customer's mother stated she did a complete set change and alarm was resolved. Customer's mother stated the nurse had called her that the device had alarmed again. Customer's blood glucose was over 600 mg/dl. Customer's mother stated the nurse did a set change after the device alarm. Unable to troubleshoot since issue was resolved. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.